Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that a fluid leak occurred during the priming of an xlung kit 230 for extracorporeal membrane oxygenation (ECMO) treatment. The leak was coming from the blood inlet/outlet port of the oxygenator. There were no console alarms associated with the reported event. The kit had to be replaced which led to a delay of treatment (30-40 minutes). However, the treatment delay did not result in any patient adverse effects or the need for medical intervention. The leak location was circled in a photo that was provided by the customer. No further description was provided on which connection the leak was coming from. Though not clearly visible, the manufacturer believes the leak was coming from the luer lock connection at the venous vent port of the oxygenator. The connection was tight and confirmed to be secure before priming started. The nurse checked the xlung kit for damage prior to use and no damage was found. After the leak occurred, there were still no defects found at the leak location. The sample was reported to be available for evaluation.

Manufacturer narrative:
Additional information: h3 plant investigation: the complaint sample was returned to the manufacturer for physical evaluation. It was found that the luer lock positive adapter at the connection to the venous vent port was broken. The inner conus of the luer lock was broken and part of it was stuck in the venous vent port. This defect caused the described leakage. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. No nonconformities were found during review of the manufacturing records. This lot was manufactured prior to the implementation of new measures that will help avoid this malfunction in the future.

Event description:
A user facility reported that a fluid leak occurred during the priming of an xlung kit 230 for extracorporeal membrane oxygenation (ECMO) treatment. The leak was coming from the blood inlet/outlet port of the oxygenator. There were no console alarms associated with the reported event. The kit had to be replaced which led to a delay of treatment (30-40 minutes). However, the treatment delay did not result in any patient adverse effects or the need for medical intervention. The leak location was circled in a photo that was provided by the customer. No further description was provided on which connection the leak was coming from. Though not clearly visible, the manufacturer believes the leak was coming from the luer lock connection at the venous vent port of the oxygenator. The connection was tight and confirmed to be secure before priming started. The nurse checked the xlung kit for damage prior to use and no damage was found. After the leak occurred, there were still no defects found at the leak location. The sample was reported to be available for evaluation.